Manufacturer narrative:
(B) (4). The ge service rep found that the system had a bad interconnect cable. The video signal was not getting to video switching board to activate gen-lock and allow system to fluoro. He replaced the system interconnect cable and checked the system by fluoroing and using all exposure switches. The system works as intended.

Event description:
The customer reported that the system doesn't show an image on the screen. Also the system won't fluoro.